Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the cartridge and resume insulin therapy, resolving the issue.